Event description:
It was reported that during lead check, externalized conductors were observed via fluoroscopy. All electrical parameters were good. Lead remains implanted and will be checked again at a later date. Patient condition after the event was good.